Event description:
It was reported that the cylinders of this inflatable penile prosthesis were malpositioned. The physician removed, adjusted the rear tip extenders, and reimplanted the cylinders. No device issues and no patient complications were reported in relation to the event.